Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0221719922 serial# implanted: (B)(6) 2022partially explanted: (B)(6) 2023 product type catheter h6 update/correction: the previously applied annex code d12 is no longer applicable. The previously applied patient code (B)(6) / annex code e2403 is no longer applicable. MFR report # 2182207-2023-01255 was found to be a duplicate of this report (3004209178-2023-06167). MFR report # 2182207-2023-01255 is now considered inactive and any further information regarding the event will continue to be reported in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It has been determined that the information previously reported via MFR report # 2182207-2023-01255 is a duplicate of this report (3 004209178-2023-06167). MFR report # 2182207-2023-01255 is now considered inactive and any further information regarding the event will continue to be reported in this report. The following information was previously reported via MFR report # 2182207-2023-01255: information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine (concentration: 12.5 mg/ml), bupivacaine (concentration: 8 mg/ml), and baclofen (concentration: 50 mcg/ml) via an implantable pump for unknown indications for use. It was reported that the patient originally had a new pump and catheter placed in (B)(6) 2022. At the first refill in october, the expected and actual volume of residual drug was within normal limits however the pump was slightly mobile. The date (B)(6) 2022 is considered an approximate date of event (specific year known only). At the refill in january, the refill could not be down because the pump had flipped. It was stated that the patient has "twiddlers syndrome" and playing with it caused the pump to flip. On (B)(6) 2023, the physician went in to flip the pump back and untwist the catheter. The physician expected 11.3ml back from the pump reservoir, but got 21.9ml back before the pump was refilled. On (B)(6) 2023, the first refill since the corrective surgery, 15.8ml was expected and 36 ml was aspirated. The pump was interrogated and no alarms/events were logged. It was confirmed that no motor stalls had occurred. The patient experienced poor pain control. The patent was in for catheter revision on (B)(6) 2023, and they were inquiring on what to prime for a pump segment replacement. On (B)(6) 2023 they were going in to replace the pump segment of the catheter, and more if need be. Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2023. At the pump refill on (B)(6) 2023, they realized pump was flipped and could not conduct the refill. The pump was flipped back and tacked down, and catheter untangled on (B)(6) 2023. A catheter revision was performed as planned on (B)(6) 2023. The spinal segment of catheter, which was the twisted section confirmed on (B)(6) 2023, was replaced with a model 8784 catheter. The pump having flipped, catheter having twisted, volume discrepancies at refills, and poor pain control was resolved. Regarding the portion of catheter removed, the physician observed a break at the kink. The physician had discarded the portion of catheter as they did not want to send it back to the manufacturer for assessment.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient with an implantable pump. It was reported a new pump and catheter were implanted on (B)(6) 2022. The patient had a pump revision performed on (B)(6) 2023, as their pump had flipped. During that revision it was noted that the catheter was quite convoluted and twisted. It was carefully untwisted. A pump refill was performed on (B)(6) 2023. Instead of getting an expected 15.8 ml of old drug, they had removed 36 ml. The doctors discussed the case on (B)(6) 2023. It was indicated that given the significant discrepancy at the last intrathecal pump fill, it was likely there was an occlusion of the pump catheter. The catheter was to be revised at next available operating room (or) date. The plan was to revise the catheter (B)(6) 2023. The pump and catheter currently remained implanted / in service. The issue was not resolved as of (B)(6) 2023. The patient was without injury regarding their status as of (B)(6) 2023. The patient's medical history would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# 0221719922, implanted: (B)(6)2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, lot #: 0221719922, ubd: 28-nov-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.